Event description:
The facility reported the pump spontaneously turned on while being stored in the biomed department. The hospital representative stated they have no record of any patient incident since the last baxter service event.